Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the during performance verification testing the battery fails the test. The customer reported there was no patient involvement.